Event description:
It was reported that during an unk procedure, when the surgeon fired the device, the clips did not come out smoothly, and the clips didn't shape correctly (there was a space in the clip). After that, the device couldn't fire at all. No matter how many times the surgeon fired, the clips would still not come out. It was not noted how the case was completed. No pt consequence reported.

Manufacturer narrative:
(B)(4).malformed clip, feedbar damaged, lockout spring out of position. Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled, fed and formed 5 conforming clips, 4 clips with gap and 3 unformed clips due to short fed issues. Upon disassembly of the instrument the feedbar was found to be bent therefore not allowing the proper feeding of the clips into the jaws; in addition, the lockout spring was found to be out of position. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.